Event description:
N/a.

Manufacturer narrative:
The bactiseal catheter (ID (B)(4) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. A possible root cause for the issue reported by the customer is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: an obstruction of the device was confirmed during surgery. The procedure was completed with a replacement product available.

Event description:
A physician reported a bactiseal catheter (ID 823072) was implanted due to unknown reason on an unknown date and setting. A revision surgery was performed due to suspicion of obstruction. The catheter was removed and replaced on an unknown date. The catheter was used with certas valve (ID 828814). According to information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. It is also unknown how the obstruction was discovered. The patient condition is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The ventricular catheter (ID 823072) was returned for evaluation. Device history record (DHR) - the product code 82-3072 with lot 7028038, conformed to the specifications when released to stock. Failure analysis - the catheters were visually inspected; no defects were noted. The catheters were irrigated, no occlusions were noted. The catheters were leak tested; no leak was noted. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter. At the time of investigation, no function issues were noted.

Event description:
N/a